Event description:
A peritonea dialysis (pd) patient experienced cloudy drain. The cause of the event was not reported. On an unspecified date, the patient was hospitalized for the event. It was reported that the patient was "still for further management". At the time of this report, the event remained ongoing. Action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.